Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not malfunction. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records (DHR) for the head and taper liner identified no deviations or anomalies. Metal on metal complaints will be monitored through monthly post market surveillance trending process. The reported components were reviewed for compatibility with no issues noted. Without the opportunity to examine the complaint product, root cause of the reported event cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately ten years post-implantation due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue discomfort, loss of range of motion and mobility, nerve damage and metal debris and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.